Manufacturer narrative:
One sample returned for evaluation contained in a plastic bag with its original unit pack. Visual examination showed the shape of the tubing had been altered using the stylet wire and the tracheal cuff was stretched over the tracheal cuff notches. The stylet wire was removed from the tubing and air was removed from cuff body. The stylet wire was replaced in the tubing and the returned unit was inflated. The returned unit inflated, however, an attempt made to deflate the returned unit failed. The stylet wire was removed from the tubing and air was removed from the tracheal cuff. The returned unit re-inflated without any issue. The returned unit was then deflated without any restriction noted. The returned unit was inflated/deflated three times without the stylet wire and no issue was noted. The reported defect could only be detected when the stylt wire is contained in the tubing. We are unable to determine the cause for this specific event however; the associated confirmed failure is a known issue and has been investigated under a corrective and preventative action. Manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the tracheal cuff would not deflate unless squeezed. This was identified prior to use, and there was no patient involvement.